Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the pump failed and was shut off on (B)(6) 2013 due to malfunction and pump stoppage. The patient was then explanted and implanted on (B)(6) 2013.

Manufacturer narrative:
The lvad was returned to the MFR for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.